Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient was experiencing a headache and sweating. The patient¿s cgm was reading 94 mg/dl. No bg meter comparison value was reported at this time. The patient¿s husband took the patient to the emergency room (ER). During transit to the ER, the patient¿s cgm was reading 124 mg/dl. At the ER, the patient¿s bg meter reading was taken and found to be 314 mg/dl. No cgm comparison value was reported at this time. The patient was admitted to the hospital and treated with IV fluids and IV insulin. The patient was discharged home after 24 hours. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.